Event description:
It was reported that during preparation, the polytetrafluoroethylene (ptfe) coating of the subject guidewire was observed to be peeling. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The returned guidewire was examined before decontamination and the polytetrafluoroethylene (ptfe) coating was scraped on the guidewire. After decontamination the guidewire was examined and no anomalies were observed with the hydrophilic coating; however, the guidewire was slightly bent at 46.0cm from its proximal end. The guidewire¿s ptfe coating was examined and it was discovered that the ptfe was peeled/scraped off approximately between 30.0cm and 45.0cm from the proximal end and appeared to be scraped off of the guidewire with the torque device collet. The torque device was on the guidewire. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. The observed peeling of the ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to use error.

Event description:
It was reported that during preparation, the polytetrafluoroethylene (ptfe) coating of the subject guidewire was observed to be peeling. There was no patient involvement.